Manufacturer narrative:
A DHR review could not be conducted as the lot number(s) remain unknown. The part number could not be confirmed either. This report will be updated should the devices and/or additional information become available at a later date.

Event description:
It was reported to rti surgical on (B)(6) 2020 that on patient follow-up it was confirmed that three 3.5mm zimmer cannulated screws broke, post-operatively. At the time of this report, the broken screws remain implanted in the patient. The surgeon intends on performing revision surgery but it is unknown at this time when that revision surgery will take place.